Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 6 atms on inflation. The number of inflations and to what atms is unk. The lesion being treated was a 99% stenotic lesion in the proximal rigth coronary artery (rca). All concomitant using products were unk. The maverick2 monorail ptca catheter balloon was being used to post-dilate an unk stent. No pt injuries or complications were reported. Pt status is reported as 'good'.